Event description:
It was reported by the affiliate that during a cholecystectomy procedure there was bleeding during surgery so the surgeon tried to stop by using an automatic clip applier. But when the trigger was activated the clip was not formed in the correct way, it was twisted, so it did not stop the bleeding. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.